Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow up # 1: date of submission 03/02/2017. Correction to serial number.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the battery cap threads were stripped and the cap was unable to be tightened to the test pump. The measured battery cap contact height was out of tolerance. The battery cap tightened and removed from the pump with no issues. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.